Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 had ip alarming low volume, prior to use. Found that the unit would fail the k6 8 leak test. No patient involvement reported.